Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory determined this product identified a product performance issue.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis indicated that this programmer (prm's) inverter shorted out on the upper half and the inverter cover was badly melted. This prm also booted to black screen with no backlight or light emitting diode (led's) turned on. The damaged parts of the prm were replaced. This programmer was repaired and passed all functional incoming tests.